Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead began to show unstable and fluctuating pacing impedance measurements, and approximately two weeks following, the pacing impedance suddenly rose to a high value. It was noted an alert was then triggered and the patient presented for a device check. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.